Event description:
In 2004 ,while wearing the sound processor, the patient reportedly experienced an overly loud sensation followed by no sound percept. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's c1 device was no longer functioning.